Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the use of the monopolar on cholecystectomy, the plastic covering the blades burns. Another scissor was used. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. A visual inspection of the returned products noted that the end of the plastic shafts had been burnt. Jaws of the devices were inspected under a microscope, where no abnormalities or damage was found. A functional evaluation found that: jaws of devices opened and closed without difficulty. Devices rotated without difficulty. Dissecting jaws cut test media without difficulty. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted that the end of the plastic shaft had been burnt. Jaws of the device were inspected under a microscope, where no abnormalities or damage was found. A functional evaluation found that: jaws of device opened and closed without difficulty. Device rotated without difficulty. Dissecting jaws cut test media without difficulty. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.